Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient's attender changed, which led to peritonitis. The patient started treatment with injection (inj). Targocid (250mg, intraperitoneally (ip), 4 times a day) and inj. Netilmicin (50mg, ip, 4 times a day) with dianeal 2.5% (4 bags-2000ml-6hrs/day) for 14 days. Pd therapy was ongoing. The patient was still hospitalized at the time of the report. The outcome for the peritonitis is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be submitted.